Event description:
The user facility reported that hospital personnel tried to unlock the floor locks of the table and the feet would not retract. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found the table to be functioning properly; no issues were noted. The table is under steris service contract and was last serviced and installed on (B)(6) 2012. The user facility operating rooms have soft rubbery flooring that can create suction between the neoprene foot pad of the surgical table and the floor when the floor is wet and the table is locked. Steris advised the user facility that due to the characteristics of their flooring and its resilient characteristics, user facility personnel should be aware of that if the operating room floor is damp and the operating room turnover time between cases is quick, suction may develop between the foot pads and floor, making it difficult to unlock the table. The user facility personnel did not follow the proper procedure per the device operator manual as users are warned not to unlock the floor locks with a patient on the table. The operator manual states (pp.5-14),"warning-personal injury hazard: failure to engage the floor locks before placing a patient or removing from the table or disengaging the floor locks while a patient is on the table during a surgical procedure could result in the table rolling unexpectedly during the procedure." The user facility has been advised of the proper use and operation of the surgical table.